Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal electrode end was covered with blood. The analyst commented that electrical tests and microscopic inspection were performed. Nothing was observed in the lead that could be associated with the electrical complaints. (B)(4).

Event description:
It was reported that during an implant attempt, the r-waves on the ventricular lead were deemed too small to accept after multiple placement sites. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.